Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported during use of the bd vacutainer® buffered sodium citrate blood collection tube ¿the tubes are overfilling.¿ there was no report of injury or further medical intervention.